Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: review of the black box and pump alarm history revealed records of call service 064-0001 alarms. On investigation, the pump powered on alarmed with a call service 064 alarm during the prime step. The pump was opened for further investigation and revealed a mechanical assembly fault responsible for the motor nit working properly resulting in the call service 064 alarm. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.